Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. Additionally, it was noted that pacing impedances are high, almost reaching 2,000 ohms. The patient is scheduled for a lead extraction and the sales representative is concerned if they should wait that long as the patient is dependent on therapy. Technical services recommended to bring the patient in to turn off the lead safety switch (lss) and recommended programming options. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.